Event description:
On (B)(6) 2013 a patient received an art23sg freedom solo biological heart valve as part of an avr ((B)(4)). The manufacturer was notified that the patient received a re-do operation and the valve was explanted on (B)(6) 2019. The device was replaced with a solo smart 23mm valve ((B)(4), this case). It was reported, the patient presented herself at the hospital with a decompensated heart. After examination, she was diagnosed with serious aortic insufficiency of a degenerated valve. She was then planned for redo surgery and the surgery went well but after post-op complications, the patient died at the hospital 2 weeks after the redo surgery.

Manufacturer narrative:
The manufacturer received updated information from the site on nov. 26, 2019. The insufficiency identified in the original valve leading to reoperation was a grade IV paravalvular leak. The original valve had a tear at the commissure level leading to valve failure. The newly implanted solo valve had good functionality at the time of death (B)(6) 2019. No autopsy was performed. Patient risk factors were controlled hypertension and hypercholesterolemia, no diabetes and moderately increased creatinine.

Event description:
The manufacturer received updated information from the site on nov. 26, 2019. The insufficiency identified in the original valve leading to reoperation was a grade IV paravalvular leak. The original valve had a tear at the commissure level leading to valve failure. The newly implanted solo valve had good functionality at the time of death (B)(6) 2019. No autopsy was performed. Patient risk factors were controlled hypertension and hypercholesterolemia, no diabetes and moderately increased creatinine.